Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the mdt rep checked impedances and they were high. Patient stated that he had fallen out of bed in (B)(6). Unsure if any symptoms had changed since patient fell. Checked impedances and most were high. Increased program from 1.9v to 2.2v and patient felt stim. No further complications were reported at this time. Additional information was received from a healthcare provider via a manufacturer representative (rep). The rep reported the cause of the high impedance was unknown, and it was unknown what most likely caused or contributed to the issue. When asked what steps were or would be taken to resolve the issue, they replied no further action would be taken. The patient would follow up with their doctor in two to four weeks. The fall's effect on the implant was unknown. When the patient was asked if they had noticed any change in their therapy after the fall, the patient was unsure.